Manufacturer narrative:
Results: visual inspection of the product found the optic torn into two pieces. There was evidence of surgical residue. An investigation is in progress for lens tears under (B)(4).

Event description:
An aq2010v model lens broke prior to being implanted. There was no patient contact or injury. It is unknown as to what caused the lens damage.